Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find four other reports with the involved product code/lot# combination. The same user facility reported similar events for other devices with the same product code/lot number combination, see MDR 3013394970-2017-00330, 3013394970-2017-00331, 3013394970-2017-00332. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that four angioseal devices deployed a little funny yet resulted in no patient issues. Hemostasis was achieved in all cases. The patient is stable. The procedure outcome was satisfactory. There is no known impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the codes. The codes were unable to be selected when follow up no. 1 report was submitted, the codes are now available and have been selected.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.